Event description:
Patient presented back to the physician with a permanently misshapen tongue, causing choking on food, difficulty swallowing, and voice changes. Patient underwent speech-language pathology therapy to address the issue.

Event description:
Patient presented to the physician with tongue weakness and dysphagia. Physician referred the patient to a swallowing specialist.